Event description:
Clinic reported patient with an infection presenting as a large lump under one underarm with bloody fluid drainage as well as "bright red area". Antibiotics started. Follow up provided on (B)(6) 2026 indicated issue fully resolved.